Manufacturer narrative:
(B)(4). Physio-control field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The device has been forwarded to physio-control european medical service center for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during treatment of a patient in cardiac arrest. The device was charging for the third shock when the reported issue occurred. The device was subsequently powered on and defibrillation therapy was provided to the patient. The were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. It verified that the device powered off unexpectedly. After replacing the system pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during treatment of a patient in cardiac arrest. The device was charging for the third shock when the reported issue occurred. The device was subsequently powered on and defibrillation therapy was provided to the patient. The were no reports of adverse effects to the patient as a result of the reported issue.